Event description:
During cardiac cath, it was discovered that the introducer needle used in introducer kit developed a fracture in hub during use with pt. This occurred with 2 devices from same lot number.